Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from health care provider (hcp) via a manufacturer representative (rep) indicated that regarding the inability to implant a new catheter due to spinal hardware, only a new pump segment was added. It was stated that if they decided to revise, they would implant a new catheter and would do the case with neurosurgery. The cause of the inability to aspirate the catheter was not determined. The cause of the inability to explant the pump segment on the flank was not determined. The rep stated that it was unable to be reached through the current incisions. The rep further reported that the pump was replaced and the catheter was revised due to increased spasticity. The rep stated that it had not been determined if a revision with neurosurgery would be required and that this was discussed as next steps. The rep did not have possession of the device.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) at a concentration of "24mg" and a dose of "4.5mg", baclofen 200mcg/ml at 376mcg/day, and bupivacaine at a concentration of "32mg" and a dose of 6mg/day. It was reported that, "around july", the patient noticed more pain and spasms and was taking more oral medication. In regards to en vironmental, external, or patient factors that may have led or contributed to the issue, there were no falls or other issues. A side port in the clinic did not show any aspiration of cerebrospinal fluid (csf) or drug back. A side port study did not aspirate, so the pump pocket was opened, aspiration was attempted, and it would not aspirate. A new 7.6cm catheter was added and aspiration was attempted but it would not produce good flow. It was decided to add a new pump segment and connect to the pin from the existing catheter. There was minimal flow. They could not implant an entire new catheter due to spinal hardware. The pump was replaced and the pump segment was revised on (B)(6) 2024. The intrathecal portion of the catheter remained. It was noted that some of the distal end of the catheter may remain. The pump segment on the flank was replaced but the they "could not explant that portion". It was unknown if the issue was resolved at the time of this report. At the time of this report the patient status was "alive-no injury". The patient's weight was asked but was unknown. The patient's medical history included multiple sclerosis.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) , implanted: (B)(6) 2006, explanted: (B)(6) 2024, product type catheter pro duct ID 8598a lot# serial# (B)(6) , implanted: (B)(6) 2020,explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6) , ubd: 06-apr-2008, UDI#: (B)(4). ; product ID: 8598a, serial/lot # (B)(6) , ubd: 19-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.